Event description:
Customer reports that when reservoir runs low, that insulin pump freezes and he receives no delivery. Customer's blood glucose was 240 mg/dl, which was treated with bolus of 3.0 units of insulin. Customer states that this is a reoccurring issue, and nothing has been done to rectify issue. Customer declined troubleshooting for high blood glucose as customer states troubleshoot had been done before. Customer was advised that troubleshooting was necessary in order to find and correct the issue. Customer states he believes issue was with reservoir and infusion set and would like to return for analysis. No further info provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.